Event description:
It was reported that the device battery should have lasted longer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number 730 is not approved for distribution in the united states; however, it is in the same family as a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion. The device meets expected longevity.